Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was returned cut in three pieces. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to lens removal or explant process. Reported complaint was not confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a 24.0 diopter zcb00v intraocular lens (iol), 2.0 diopter hyperopia was confirmed. Doctor explanted this iol and stated that this issue may be due to axial length measurement error. The lens was replaced with a 26.0 diopter zcb00v iol. No further information was provided.